Event description:
It was reported that an ilet device became unresponsive during a firmware update, preventing the user from unlocking the screen or acknowledging the on-device upgrade alert; the user disconnected from the body and transitioned to multiple daily injections, and a replacement ilet was shipped while the original unit remained unreturned. Symptoms included hyperglycemia with glucose just over 300 mg/dl and no reported associated symptoms. Outcomes included elevated glucose for approximately 3.5 hours, no need for outside assistance, and no medical intervention or hospitalization. Investigation included case review and user follow-up regarding device behavior and blood glucose impacts. Investigation of this device revealed an unresponsive user interface consistent with a screen or device lockup during firmware update, which led to reliance on subcutaneous insulin via pen. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to a software or user interface failure during firmware updating. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.

Manufacturer narrative:
"The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."